Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Physical inspection of the pump found that the j1 I/o pcb connector pins were not making full contact with the upper auxiliary flex traces. This condition may cause intermittent connectivity of the upper latch switch which may have contributed to the reported symptom of "system error 322". The I/o pcb and upper auxiliary were replaced.

Event description:
It was reported that a pump experienced system error 322- link switch error (low) alarms. It was also reported that there was no pt injury.